Event description:
The left ipg was turned off with no change in mood. The right ipg was turned off with significant improvement in mood. Bilateral deep brain stimulators were turned off from 6/2004 for eight days. Antidepressants were increased and the devices were turned back on. The pt was admitted to the hosp in 7/2004 with severe depression. During hospitalization to deep brain stimulators were reprogrammed and antidepessants were changed. Hcp reported there have been no significant symptoms of depression since hosp discharge and parkinson symptoms are stable.